Manufacturer narrative:
(B)(4). Medical devices: unknown, unknown comprehensive humeral tray, unknown, unknown, unknown comprehensive humeral bearing, unknown, unknown, unknown comprehensive glenosphere, unknown, unknown, unknown comprehensive taper, unknown, unknown, unknown comprehensive stem, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01123, 0001825034 - 2018 - 01124, 0001825034 - 2018 - 01125, 0001825034 - 2018 - 01126, 0001825034 - 2018 - 01122.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent left shoulder arthroplasty. Subsequently, the patient underwent a revision procedure on an unknown date due to pain and loss of function. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number/ lot number of device involved in the incident is unknown and due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Review of the complaint history was not performed as part number/ lot number of device involved in the incident is unknown.

Manufacturer narrative:
Upon receipt of information and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.